Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited low p waves and poor morphology, as well as not pacing when required. It was later found that the lead had migrated from its original positioning and therefore the lead was surgically abandoned and successfully replaced. To date, no additional adverse patient effects have been reported.